Event description:
The customer's father stated that the insulin pump had a button error. The customer is in the (B)(6). The blood glucose reading was 400 mg/dl. Prior to the event, the unit may have been exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to light moisture damage to keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump was received with minor scratches on lcd window, cracked case at display window corners, battery tube threads and broken belt clip slot.